Event description:
During ortho pinning procedure, the surgeon was drilling, stopped and took an x-ray and found that the drill bit was broken in three pieces. They recovered two of the broken pieces, and the third was retained in the bone.